Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of sensing was noted on the atrial lead. Lead dislodgement was confirmed by x-ray imaging and the lead was deactivated on (B)(6) 2017. The device was reprogrammed to vvi mode and the patient was stable.